Manufacturer narrative:
Additional notes provided state that there was mild swelling, chronic pain left knee and the patient "feels"-clicking or mechanical symptoms, however patient had excellent rom. Negative work up for knee infection via bloodwork/aspiration and exam revealed good rom, no clunk, no abnormal findings with knee exam . Radiology notes revealed well aligned & fixed components and specialist explained normal to have pop/click/noise early on especially when knee is swollen, and knee is mechanical in nature. Chronic neuritis was noted around knee and ablation procedure was discussed and was offered corticosteroid injection, patient elected to not take. Root cause was unable to be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g4, g7, h2, h3, h6, and h10. Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review found at three-month follow-up patient had pain and was referred to pain specialist. Patient has some diffuse synovitis as well as iliotibial tendinitis on the left side and 2.5mm discrepancy that is related to the varus deformity in his right knee as well as a curvature of his spine. Patient had been using a cane. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2020-00272, 3007963827-2020-00273, and 3007963827-2020-00274. Medical devices: femur cemented posterior stabilized (ps) standard left size 9 catalog#: 42500606601 lot#: 64473022, articular surface fixed bearing posterior stabilized (ps) left 12 mm height catalog#: 42512400712 lot#: 64372151, tibia cemented 5 degree stemmed left size f catalog#: 42532007501 lot#: 64550385. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient was experiencing clicking, pain, and synovitis approximately 10 weeks after left total knee arthroplasty. Patient was referred to a pain specialist. No additional adverse events have been reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.